Event description:
A healthcare professional reported that before cataract surgery with intraocular lens (iol) implant procedure, plunger overshot lens in cartridge and there was leading haptic issue. The procedure was completed on same day with unspecified replacement iol. There was no patient contact and harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. No viscoelastic was observed in the loading area or nozzle entry area. Only a small amount of viscoelastic was observed in the nozzle tip only. The plunger and lens were advanced just inside the nozzle entry area. The leading haptic was extended. The plunger has slightly overrode a trailing portion of the lens. Product history records were reviewed, and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. A plunger override was observed. A straight leading haptic was observed and may have been interpreted as the reported leading haptic issue. The root cause appears be related to a failure to follow the instructions for use (IFU). An inadequate amount of a non-qualified viscoelastic was observed in the device. No viscoelastic was observed in the loading area or nozzle entry area. Only a very small amount of viscoelastic was observed in the nozzle tip only. The IFU instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. Only use an company ophthalmic viscosurgical devices (ovd) qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the IFU. Plunger override may occur: due to rapid advancement faster than the IFU recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (more than 23 degree celsius / 73-degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. A straight leading haptic may occur: due to the normal folding variations as indicated in the IFU diagrams. If the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. If there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (more than 23 degree celsius / 73-degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. The IFU instructs: insert the tip of the cartridge through the incision. Position the tip at the anterior capsule opening. If the leading haptic is looped or straight in front of the optic, rotate the nozzle clockwise as needed to be bevel left to facilitate placement of the leading haptic into its normal orientation in the bag. Slowly advance the lens until the optic is exiting the nozzle. Rotate the cartridge counter-clockwise towards bevel right as needed to place the lens anterior side up. Due diligence has been performed in an attempt to obtain further information on this event. No additional information has been provided at this time. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).